Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer reported blood glucose value of 43 mg/dl. The customer reported hypoglycemia, hypoglycemia treated with glucagon, glucose/carb intake. The event involved product(s) mmt-1780kl, mmt-397a, mmt-7811na, mmt-332a. Troubleshooting could not be performed. It was unknown whether the auto mode/smartguard feature was active and whether the pump was used within 48 hours of the reported low blood glucose event. No further patient complications were reported. It was unknown whether customer will continue/discontinue the use of product. No product return is required for mmt-1780kl. No product return is required for mmt-397a. No product return is required for mmt-7811na. No product return is required for mmt-332a.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information has been received which was not included in the initial report. The information has been provided in section b5 with this report. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Updated summary: customer reported that she experienced low blood glucose. Blood glucose of 43mg/dl was not specified. Low blood glucose was treated with glucagon nasal spray and food. Customer declined further troubleshooting. Pump was used within 48 hours of the low. Auto mode was used. Pump is not returning for analysis.